Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked after the pump was dropped accidentally. Patient reported that the battery cap no longer secure properly and had to be taped in place but there was no power loss. Patient stated that the battery cap was not damaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked the threads on the battery cap were stripped. A crack was observed on the cover below the display lens. The returned battery cap was unable to tighten properly and a test battery cap was used to complete the evaluation. The pump powered up with the appropriate audible and vibratory functions. Unrelated to the casing issue, the verify screen was dim and discolored with faded text. Little improvement was observed by increasing the contrast to maximum setting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.